Event description:
It was reported that during a laparoscopic cholecystectomy the device leaked throughout the entire case. The device was "finally" replaced because it continued not working through the case. There was no patient injury.

Manufacturer narrative:
Final device investigation found that the device was returned with a split on one side of the seam where the seal cap attaches to the sleeve. Upon eval, the device was pressure tested. No signs of leaking were noted both with and without a test plug inserted into the device. The lot number was not provided so the device history record could not be reviewed. As the device functioned as intended upon testing, no conclusion could be made as to what caused the reported event.